Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested the sensor code during a sensor session. No product or data was provided for investigation. Problem could not be confirmed and root cause cannot be determined. No injury or medical intervention was reported. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.